Event description:
On (B)(6) 2011, a gore hybrid vascular graft was implanted in an av access application. The procedure was in the pt's auxiliary vein. Approx two weeks after implantation, the graft thrombosed and a thrombectomy was performed. The physician noticed bleeding from two holes in the graft where the nitinol reinforced section (nrs) meets the eptfe section. A hematoma was found a few centimeters proximal to the nrs. The hematoma was evacuated. A covered stent was implanted to stop the bleeding. Three days after the intervention, the pt had arm swelling due to the hematoma, the graft was explanted on (B)(6) 2011. Reportedly, the graft had not been cannulated.

Manufacturer narrative:
Result: the review of the mfg records for the device verified that the lot met all pre-release specs.